Event description:
It was reported that the balloon ruptured during use, at the end of the case. There were no patient complications or injury.

Manufacturer narrative:
(B)(6). Evaluation: (B)(6) 2011 the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are smooth, however there is significant thinning in the area that burst. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. The root cause of the burst balloon could not be determined. A DHR review was performed for 774596 and this device passed all inspections with no non conformances. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.